Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient¿s central line and attached port had particulate matter within them. It was not reported when this occurred. The patient vomited and an unreported amount of the ejected matter entered the device. There was no patient injury, medical intervention, or adverse event associated with this event. No additional information is available.